Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04684. It was reported the patient was unable to place the ipg in MRI mode due to low impedances on multiple contacts, as well as the patient did not feel she was getting enough benefit from the scs system. As a result, the patient may be awaiting surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-04684. Follow up information identified the physician explanted the patient¿s scs system.